Event description:
The sales rep reported that during a shoulder procedure the tip of two of the customer¿s ideal suture shuttle, 25 degree left broke off in the patient. The surgeon was able to retrieve both of the broken tips with no issues. The sales rep confirmed that nothing was left in the patient. The surgeon completed the procedure with another like device with no patient consequences but there was a five minute delay. The sales rep stated that the device was discarded. See associated medwatch # 1221934-2015-0842.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A possible root cause could be the device struck hard object such as bone or an instrument resulting in the tip breaking. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.